Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having high blood glucose of 506mg/dl. Troubleshooting found that the cannula was bent and that the blood glucose lowered due to an infusion set change. Customer declined to perform the high pressure test.